Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one shock as inappropriate therapy for the patients atrial fibrillation (af) with rapid ventricular response (rvr). The shock accelerated the patient's rhythm into a ventricular fibrillation (vf), and a shock was delivered which converted the rhythm. Technical services (ts) was consulted and discussed stored data as well as available programming options based on the reviewed episode. This device remains in service. No additional adverse patient effects were reported.